Manufacturer narrative:
Examination of the returned pump revealed a tissue-like deposition surrounding the inlet bearing ball, which showed some evidence of lamination and potential denaturation. The deposition likely formed around the bearing over an undetermined amount of time while the pump was operating. Additionally, a very small, white, tissue-like deposition was present adjacent to the outlet bearing ball. This deposition lacked evidence of lamination and denaturation and was not adhered to the bearing ball or stator blades, indicating that it did not originate in this location. Its specific origin and a duration for which it was present in the pump could not be conclusively determined. A direct correlation between the observed depositions and the reported event could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended throughout testing. Device thrombosis, infection, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch MFR report # 2916596-2016-01018. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 3 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 and was febrile at the time of the admission. The patient had reportedly been experiencing periodic fevers since april. A white blood cell (wbc) spect scan on (B)(6) 2016 was reportedly consistent with infection around the lvad involving the pump as well as driveline with new wbc accumulation around pump since the last wbc scan on (B)(6) 2016. New bilateral pleural effusions and pulmonary infiltrates in buls were concerning for infection. Areas of infection were also confirmed via CT scan. An echocardiogram taken on (B)(6) 2016 showed an ejection fraction of less than 20% with the aortic valve opening 60% of the time. The right ventricle was moderately depressed with a right ventricular end diastolic diameter (rvedd) remaining unchanged at 7.0 cm. The flow into the pump was continuous and laminar and there was evidence of moderate tricuspid valve regurgitation. No other valve issues were observed. The patient reportedly remained intermittently febrile throughout the admission requiring high flow oxygen therapy intermittently. The patient reportedly exhibited confusion and an altered mental status thought to be due to systemic infection, fever, and declining respiratory status secondary to systemic infection. There were no low flow alarms noted and no changes in the pump parameters from the patient¿s baseline. The patient was being medically managed on 6 micrograms/kg/min of dobutamine for right ventricular dysfunction until undergoing a pump exchange on (B)(6) 2016 due to pump pocket infection. It was suspected that the infection had started from the driveline exit site. As of (B)(6) 2016, the patient was doing well and lab values were within the normal limits. No further information was provided.